Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The manufacturer¿s office contact person address is (B)(4).